Event description:
It was reported by patient that they believe that their generator has depleted prematurely. Within one month the patient reported that the battery life had dropped dramatically. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the device was received into product analysis. No other relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. The explanted generator has not been received to date. No other relevant information has been received to date.

Event description:
The patient underwent product analysis. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
Follow up was performed with the patient's neurologist. Settings were received from the physician.